Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The backing of the gripper was observed to be broken off, the probable cause of that damage is due to unintentional external forces applied.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage of the drug due to damage to the y site. A nurse noticed the backflow in the port needle route and felt air entering when checking with a syringe. Injection required less pressure than usual, and moisture was leaking from the y site. After replacing the port needle, the leak stopped, suggesting y site damage, though the exact location that could not be identified. This event occurred during infusion. There was no patient harm or adverse event reported as a result of the event.